Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number 8stthn. However, transmitter with serial number 8slkee was returned for evaluation. An external visual inspection was performed and passed. A transmitter voltage was performed and fail. A review of the share logs was performed and signal loss was not found for serial number 8slkee within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.